Event description:
Additional information received noting that the patient underwent surgery due to high lead impedance but the surgeon was not equipped to perform a full revision so only a battery replacement was performed which still resulted in high lead impedance. The patient had x-rays done previously that were reviewed and the surgeon felt the lead pin was not fully inserted but high impedance was still observed with the new generator. Multiple diagnostic test were performed which showed fluctuating in between normal and high lead impedance but ultimately once the patient was closed and in the pacu the final impedance value was high. The patient has since been referred for a lead revision. No known lead revision has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was admitted to the emu and found to have high lead impedance. The patient had a CT scan done and there was no obvious signs of a lead break. There was no known report of trauma or manipulation to the site. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a lead revision. The explanted lead has not been received by product analysis to date.